Manufacturer narrative:
Per the clinitest hcg reagent IFU: "recent studies suggest that urine hcg concentrations are approximately one-half or less than on-half of corresponding serum hcg concentrations." Based on this information if the patient's serum hcg was 35 then the urine hcg would be expected to be no more than 17.5miu/ml. This is below the level of sensitivity for clinitest hcg pregnancy test as hormone levels greater than 25 miu/ml are reported as positive (per the IFU). Siemens customer care center called customer and explained that hormone levels greater than 25miu/ml are reported as positive. A clinitest hcg IFU has been sent to customer. Aliquots provided were sent for quantitative analysis. Aliquot 1: 16.41 miu/ml aliquot 2: 15.94 miu/ml per the clinitest hcg IFU: "hormone levels greater than 25miu/ml are reported as positive." Siemens called customer to confirm functionality of the instrument. Customer has returned the unit to service and they are satisfied with the information provided by siemens. Instrument is performing as intended.

Event description:
Customer reported false negative hcg result on the instrument. There was no report of injury due to this event.